Event description:
It was reported that the device charged up to 100j and it took a long time to discharge. The defib energy is out of spec: 360j gives about 300j. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement power conversion pcb. The replaced boards will not be returned to physio for evaluation. The root cause for the reported failure cannot be determined.